Event description:
Biomed was called to patient bedside by rn for bipap malfunction. Upon exam bipap machine read "0" for both inspiratory and expiratory positive airway pressure (ipap and epap) measurements. Pt o2 saturation was 87% and pt was in notable respiratory distress. I was unable to immediately find the problem, and all attachments were in place. Pt was placed on nrb mask and then on new bipap machine with no other incident. Bipap was sent to biomed for repair.bipap machine was checked out by biomed engineer. The bipap machine was found to be in working order and no defects were found. Bipap ran for several hours, on pt's settings and tubing, without incident repeating.